Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the programming tablet did not seem to be working. An error message of "unable to open port" was received when interrogation was attempted. A replacement tablet usb serial adapter cable was provided. The suspect usb serial adapter cable has not been received to date.

Event description:
The tablet usb serial adapter cable was received by the manufacturer. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable, and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.